Event description:
Reporter alleged, obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 71 mg/dl on the aviva system, when testing was performed less than 10 mins apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter also indicated, that she had taken 5 units of apidra 1 hour and 45 mins before the back to back readings, with her breakfast. Reporter stated, that she self-treated by eating candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.